Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the damaged of the pin in the video connector socket was determined to be caused by the user; connecting the scope with foreign objects or put foreign objects in the socket. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The evaluation confirmed the reported malfunction as there was no image due to a bent video connector pin inside the video connector socket. The device was repaired to standard specifications and returned to the customer. A review of the device's repair history shows the device was last serviced via repair on july 17, 2020 due to a bent connector pin inside the video connector socket. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical technician at the user facility reported that during preparation for use, the visera elite video system center was not working due to one of the pins inside the video connector socket was broken. There was no patient involvement reported and the intended procedure completed using another device without issue.